Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -16.50 diopter, within the same surgery due to lens tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: another similar complaint was reported for units within the same lot. (B)(4)